Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('migration of essure device location of device -moving towards pelvis, almost piercing bladder') and device dislocation ('device migration/ migration of essure device location of device -moving towards pelvis') in an adult female patient who had essure (batch no. 740659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she not undergo essure confirmation test". Medical conditions: current weight 160 lbs. Previously administered products included for an unreported indication: depo provera and mirena. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("other injuries/symptoms : weight gain") and experienced swelling ("swelling,"). In (B)(6) 2011, the patient experienced the first episode of alopecia ("hair loss"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), migraine ("other injuries/symptoms : migraine"), headache ("other injuries/symptoms : headaches"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding vaginal"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), cystitis ("bladder infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthralgia ("hip pain"), back pain ("back pain") and vision blurred ("blurry vision/worsening vision"). In (B)(6) 2012, the patient experienced nausea ("nausea") and constipation ("constipation,"). In (B)(6) 2012, the patient experienced temporomandibular joint syndrome ("dental problems-tmj"). In (B)(6) 2013, the patient experienced mood swings ("other injuries/symptoms : hormonal changes-mood swings"). In (B)(6) 2013, the patient experienced paraesthesia ("nerve tingling in extremities"). In (B)(6) 2014, the patient experienced anxiety ("psychological injury-anxiety,"). In (B)(6) 2014, the patient underwent cholecystectomy ("gallbladder removal"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), the second episode of alopecia ("other injuries/symptoms : hair loss"), rash macular ("abnormal spot in breast"), ovarian cyst ("right ovarian cyst"), cervical cyst ("small nabothian cyst ") and uterine cyst ("uterine myometrial cyst"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy and gallbladder removal). Essure was removed on (B)(6) 2016. At the time of the report, the bladder perforation, device dislocation, urinary tract disorder, bladder disorder, the last episode of alopecia, cholecystectomy, ovarian cyst, cervical cyst and uterine cyst outcome was unknown and the pelvic pain, abdominal pain, anxiety, mood swings, migraine, headache, weight increased, menorrhagia, vaginal haemorrhage, vaginal infection, urinary tract infection, cystitis, nausea, paraesthesia, dyspareunia, vaginal discharge, fatigue, constipation, temporomandibular joint syndrome, swelling, dysmenorrhoea, arthralgia, back pain, vision blurred and rash macular had resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bladder disorder, bladder perforation, cervical cyst, cholecystectomy, constipation, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, paraesthesia, pelvic pain, rash macular, swelling, temporomandibular joint syndrome, urinary tract disorder, urinary tract infection, uterine cyst, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, device migration, urinary problems, bladder problems, hair loss, hormonal changes, migraine, headaches, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media-small nabothian cyst, uterine myometrial cyst, right ovarian cyst . Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs+social media received- lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, bladder infection, vaginal infection, bladder or urinary problems or changes, nausea, nerve tingling in extremities, dysmenorrhea (cramping), gallbladder removal, vaginal discharge, blurry vision, fatigue, weight gain, constipation, swelling, hair loss, dental problems-tmj, dyspareunia (painful sexual intercourse), migration of essure device location of device -moving towards pelvis, almost piercing bladder, back pain, hip pain, abnormal spot in breast, small nabothian cyst, uterine myometrial cyst, right ovarian cyst were added. Event hormonal changes describe updated to mood swings, event psychological injury updated to anxiety. Outcome of abdominal pain, pelvic pain, migraine, headaches, mood swings, anxiety updated to recovered / resolved. New reporters, treatment drug, historical drug and lab data were added. On 27-jan-2020: fu3 and fu 4 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('migration of essure device location of device -moving towards pelvis, almost piercing bladder') and device dislocation ('device migration/ migration of essure device location of device -moving towards pelvis') in an adult female patient who had essure (batch no. 740659) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she not undergo essure confirmation test". Medical conditions: current weight 160 lbs. Previously administered products included for an unreported indication: depo provera and mirena. On (B)(6) 2011, the patient had essure inserted. In (B)(6) of 2011, the patient was found to have weight increased ("other injuries/symptoms : weight gain") and experienced swelling ("swelling,"). In (B)(6) of 2011, the patient experienced the first episode of alopecia ("hair loss"). In (B)(6) of 2012, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), migraine ("other injuries/symptoms : migraine"), headache ("other injuries/symptoms : headaches"), menorrhagia ("abnormal bleeding (menorrhagia), vaginal haemorrhage ("abnormal bleeding (vaginal), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), cystitis ("bladder infection"), dyspareunia ("dyspareunia (painful sexual intercourse), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), dysmenorrhoea ("dysmenorrhea (cramping), arthralgia ("hip pain"), back pain ("back pain") and vision blurred ("blurry vision/worsening vision"). In (B)(6) of 2012, the patient experienced nausea ("nausea") and constipation ("constipation,"). In (B)(6) of 2012, the patient experienced temporomandibular joint syndrome ("dental problems-tmj"). In (B)(6) of 2013, the patient experienced mood swings ("other injuries/symptoms : hormonal changes-mood swings"). In (B)(6) of 2013, the patient experienced paraesthesia ("nerve tingling in extremities"). In (B)(6) of 2014, the patient experienced anxiety ("psychological injury-anxiety,"). In (B)(6) of 2014, the patient underwent cholecystectomy ("gallbladder removal"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), the second episode of alopecia ("other injuries/symptoms : hair loss"), rash macular ("abnormal spot in breast"), ovarian cyst ("right ovarian cyst"), cervical cyst ("small nabothian cyst ") and uterine cyst ("uterine myometrial cyst"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy and gallbladder removal). Essure was removed on (B)(6) 2016. At the time of the report, the bladder perforation, device dislocation, urinary tract disorder, bladder disorder, the last episode of alopecia, cholecystectomy, ovarian cyst, cervical cyst and uterine cyst outcome was unknown and the pelvic pain, abdominal pain, anxiety, mood swings, migraine, headache, weight increased, menorrhagia, vaginal haemorrhage, vaginal infection, urinary tract infection, cystitis, nausea, paraesthesia, dyspareunia, vaginal discharge, fatigue, constipation, temporomandibular joint syndrome, swelling, dysmenorrhoea, arthralgia, back pain, vision blurred and rash macular had resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, bladder disorder, bladder perforation, cervical cyst, cholecystectomy, constipation, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, paraesthesia, pelvic pain, rash macular, swelling, temporomandibular joint syndrome, urinary tract disorder, urinary tract infection, uterine cyst, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, device migration, urinary problems, bladder problems, hair loss, hormonal changes, migraine, headaches, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Hysterosalpingogram - in (B)(6) of 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media-small nabothian cyst, uterine myometrial cyst, right ovarian cyst lot number: 740659 manufacture date: 2010-05 expiration date: 2013-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psychological injury"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), alopecia ("other injuries/symptoms: hair loss"), migraine ("other injuries/symptoms: migraine") and headache ("other injuries/symptoms: headaches") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abdominal pain, psychological trauma, urinary tract disorder, bladder disorder, alopecia, hormone level abnormal, migraine, headache and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, device dislocation, headache, hormone level abnormal, migraine, pelvic pain, psychological trauma, urinary tract disorder and weight increased to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, device migration, urinary problems, bladder problems, hair loss, hormonal changes, migraine, headaches, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs was received. Previously added injury nos was replaced with pelvic pain, abdominal pain, psychological injury, device migration, urinary problems, bladder problems, hair loss, hormonal changes, migraine, headaches, weight gain and device monitoring procedure not performed were added. Date of removal was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.